Manufacturer narrative:
(B)(4). (B)(4). Result: representative samples of the product were tested for knot pull tensile strength and the results obtained were in conformance with the requirements. Conclusion code: no device failure detected and the product is within specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that suture was used during a surgical procedure on (B)(6) 2008. During the procedure, the suture broke at the base of the needle. There were no adverse patient consequences.